Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device was beeping due to an alert for high out-of-range pacing impedance measurement, measuring greater than 3000 ohms in the right atrial (ra). The device has not been interrogated to reset the alert. Boston scientific technical services suggested that the healthcare professional bring back the patient for an outpatient clinic visit to have the beeps turned off. Additionally, the patient has ongoing atrial fibrillation. There were no adverse patient effects reported. The device and ra lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device was beeping due to an alert for high out-of-range pacing impedance measurement, measuring greater than 3000 ohms in the right atrial (ra). The device has not been interrogated to reset the alert. Additionally, the patient has ongoing atrial fibrillation. There were no adverse patient effects reported. The device and ra lead remain in-service.